Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: annals of plastic surgery ¿ volume 86, number 4, april 2021. Https://doi.org/10.1097/sap.0000000000002713.

Event description:
Title: a comparison of pronator quadratus preservation and dissection approaches for volar plating of comminuted intra-articular distal radius fracture. The objective of this study was to assess the efficacy of pq preservation for comminuted intra-articular fractures and to evaluate the healed pq during hardware removal surgery. Between (B)(6) 2014 to (B)(6) 2019, 86 patients who underwent both volar plating for ao foundation/orthopedic trauma association classification type c2 or c3 distal radius fractures and subsequent hardware removal were assessed in this study. Radiographic measurements, clinical outcomes at each follow-up, and the integrity of healed pq during hardware removal were compared between the pq dissection (group d) and pq preservation (group p) groups. In group d, the total number of patients is 44 with a mean age of 22 to 92 years old and a male to female ratio of 57 percent. In group p, the total number is 42 patients with a mean age of 24 to 84 years old and a male to female ratio of 50 percent. All procedures were performed using the variable-angle locking compression plate two-column volar distal radius plate (manufacturer: synthes) and distal volar radius plate (manufacturer: biomet). Suturing was performed using vicryl 3-0 (ethicon, somerville, nj) to repair the detached or incised pq before wound closure. Reported complications included tenosynovitis(n=8), injured flexor tendon(n=2), and discomfort(n=18). In conclusion, pronator quadratus preservation approach for volar plating is easily applicable and useful even for comminuted intra-articular distal radius fractures and is helpful for earlier restoration of wrist function and in preventing flexor tendon problems in the latter postoperative period.